Event description:
Olympus was informed that after a therapeutic transurethral resection of bladder tumour (tur-bt) procedure the patient complained of abdominal pain. An exploratory laparotomy was performed and a small bowel perforation was identified, which, however, did not require any additional medical treatment. No further information was provided but there was no report about a malfunction of any of the olympus devices used during the initial procedure.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Manufacturer narrative:
Serial number; h4 - device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair center. Therefore, the evaluation was performed exclusively on the basis of the available information. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. Since there was no report of any malfunction, the hf generator most likely was in standard condition at the time of the incident. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.